Event description:
It was reported shortly after a routine device revision procedure, that this pacemaker device exhibited loss of capture with asystole, and high, out of range pacing impedance (greater than 3,000 ohms). The patient was instructed to return to the hospital. X-ray images confirmed under-insertion of the right ventricular (rv) lead into the header of the device. A technical service (ts) consultant reviewed device data, and x-ray images. Ts provided recommendations for a rv lead revision in the near future. The device remains implanted. No adverse patient effects were reported. Additional information advised the patient was admitted to the hospital. X-ray imaging confirmed sub-optimal insertion of the rv lead into the header of the device. The physician surgically re-inserted the rv lead in the header. Rv lead measurements were performed with the psa cables showing bipolar lead impedance values varying from 100 ohms to > 3,000 ohms, within short periods of time, r wave of 5mv and a threshold of 4v at 2ms. Discussion regarding the implant of a new rv lead took place, however the final clinical decision was to keep the same rv lead with short follow ups and remote monitoring. The device and rv lead remain implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1/df-1 lead into the header of this device resulting in reported clinical observation of high out of range pacing impedance, and loss of capture. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported shortly after a routine device revision procedure, that this pacemaker device exhibited loss of capture with asystole, and high, out of range pacing impedance (greater than 3,000 ohms). The patient was instructed to return to the hospital. X-ray images confirmed under-insertion of the right ventricular (rv) lead into the header of the device. A technical service (ts) consultant reviewed device data, and x-ray images. Ts provided recommendations for a rv lead revision in the near future. The device remains implanted. No adverse patient effects were reported. Additional information advised the patient was admitted to the hospital. X-ray imaging confirmed sub-optimal insertion of the rv lead into the header of the device. The physician surgically re-inserted the rv lead in the header. Rv lead measurements were performed with the psa cables showing bipolar lead impedance values varying from 100 ohms to > 3,000 ohms, within short periods of time, r wave of 5mv and a threshold of 4v at 2ms. Discussion regarding the implant of a new rv lead took place, however the final clinical decision was to keep the same rv lead with short follow ups and remote monitoring. The device and rv lead remain implanted. No additional adverse patient effects were reported.